Event description:
The facility reported a fail code 500, during biomed testing. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. The hospital representative did not have information whether there have been any reports of any patient incident involving this pump since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 500 was confirmed. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.